Event description:
The patient tested 175mg/dl on the device while the lab read 64mg/dl withing 10 minutes. Caller states that the patient was dosed with 4 units of regular insulin based on the device result, but no adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.